Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor alarms on their insulin pump. The customer stated that the sensors they were using were not expired. The patient's blood glucose was 180 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed to calibrate their device 3 to 4 times a day. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer did not return the product back for analysis.